Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 40 mg/dl. Customer other blood glucose value was 350mg/dl. The customer was declined to troubleshoot for low blood glucose. The customer was treated with glucose tablet and juice. Customer also stated that they did not receive a sensor updating or sensor glucose value not available alert. Customer also stated they did receive a calibration not accepted alert and change sensor alert. The device will not be returned for analysis.